Event description:
It is reported that a customer's insulin pump was squirting insulin. The patient's blood glucose level was at 132 mg/dl. The customer stated that there were no significant events that could have led to the issue the customer was assisted with trouble shooting as was advised to change the reservoir and infusion set. The insulin pump started working as designed. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.